Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage of the bipolar yaw pulley between the grip base and charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps was found to have the plastic tip swollen and arcing was observed. A similar backup da vinci instrument was used. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected prior to use. The instrument had no damage. During a da vinci-assisted liver surgical procedure, the instrument was being used for cauterizing and arcing was observed at the tip of the instrument. Bipolar energy was activated and the erbe was used with the setting of 7 on coagulation. The monopolar cord was not connected to a bipolar instrument. The instrument did not collide with any other instrument or tool. When the arcing event occurred, the instrument tip(s) were not in contact with tissue and did not touch any staples, clips or sutures. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. The instrument was not removed at any time prior to arcing. The surgeon believed the cause the arcing event was due to too high energy setting. No fragment fell into patient. There was no patient injury.